Event description:
Blood leak detected as soon as treatment was initiated. Blood leak was visible. Pct clamped and disconnected lines immediately per policy. Lines and dialyzer discarded per policy. Lot number recorded. Medical director and nurse manager informed. Biomed cared for contaminated dialysis machine per policy. Situation explained to patient. The blood loss was approximately 200 ml.